Event description:
The patient reported burning and overstimulation at the ipg site. Subsequently, during a procedure to replace the patient's lead (reference MFR report#: 1627487-2014-03443), the physician removed and replaced the patient's ipg as a precaution, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.